Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.(B)(4)

Event description:
The reporter claimed that there is a self reboot issue with the onetouch ping insulin pump. Reportedly, the pump randomly reboots itself especially when anything bumps the pump. There is no serious injury associated with this complaint. During troubleshooting, the animas healthcare representative noted that there was no trauma to the pump, battery cap is less than six months old, and secures without difficulty. This complaint is being reported as a malfunction due to the alleged self-reboot issue.